Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device unit, b30(scope communication err) occurs. Due to dirt on electrical contact of video plug, b30(scope communication err) occurs. The event can be detected/prevented by following the instructions for use which state: instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.